Manufacturer narrative:
An investigation was conducted to evaluate the customer issue and no product problem was identified. Review of the data shows late CT values near the cusp of the limit of detection (lod). The curves indicate amplification for the sars-cov-2 channel while the influenza a result appears to be at the lod. It is possible the discrepancy is due to increased sars-cov-2 viral load present a day later than the original test, especially given the patient's increased exposure to sars-cov-2 positive family members. The repeat sars-cov-2 result appears to be strong with no issues. It is likely the influenza a result is either a true positive with low viral load near the lod of the assay, or the result of contamination. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the united states alleged discrepant influenza a and sars-cov-2 results for a single patient with the cobas® sars-cov-2 & influenza a/b test. The patient sample originally produced a positive influenza a result, which was reported. The patient then came back the next day to be retested as his whole family was sars-cov-2 positive. A new sample was collected and tested which produced a sars-cov-2 positive result on the same analyzer. Results were reported. An investigation was conducted to evaluate the customer issue and no product problem was identified. Review of the data shows late CT value near the limit of detection (lod). The curves indicate amplification for the sars-cov-2 channel while the influenza a result appears to be at the lod. It is possible the discrepancy is due to increased sars-cov-2 viral load present a day later than the original test, especially given the patient's increased exposure to sars-cov-2 positive family members. The repeat sars-cov-2 result appears to be strong with no issues. It is likely the influenza a result is either a true positive with low viral load near the lod of the assay, or the result of contamination. Per FDA guidance, one(1) MDR will be filed.